Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor was giving low readings 60 to 70 mg/dl and customer's blood glucose was 400 mg/dl. Customer was unable to troubleshoot. Customer then stated her blood glucose was over 400 mg/dl. Customer is not returning the sensor for further analysis.